Event description:
It was reported that multiple of the same cartridge alarms occurred during insulin delivery. Customer loaded several new cartridges to resolve issue; however, the cartridge alarm recurred. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer's blood glucose level.